Manufacturer narrative:
Quality-safety evaluation of ptc ((B)(4)) received on 07-dec-2016: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced increasingly severe pain/ chronic pelvic pain amongst non serious events. She underwent a hysterectomy to remove the coils ten years after essure insertion. Increasingly severe pain/ chronic pelvic pain is anticipated in the reference safety information for essure (ess205). Considering that pelvic pain may occur after essure insertion and the lack of alternative explanation, a causal relationship between increasingly severe pain/ chronic pelvic pain and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. In addition, non serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 08-nov-2016 which refers to an adult female consumer who had essure (ess205, fallopian tube occlusion insert) implanted in or around 2006. Shortly after undergoing the essure procedure, an hsg test was performed and the consumer was advised that her coils were properly placed. However, consumer's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, chronic fatigue, and excessive hair loss. The consumer never experienced any of these conditions prior to undergoing the essure procedure. The consumer subsequently sought treatment for her symptoms from her physician, but was unable to resolve her symptoms. On or around (B)(6) 2016, the consumer underwent a hysterectomy to have the essure coils removed. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced increasingly severe pain/ chronic pelvic pain amongst non serious events. She underwent a hysterectomy to remove the coils ten years after essure insertion. Increasingly severe pain/ chronic pelvic pain is anticipated in the reference safety information for essure (ess205). Considering that pelvic pain may occur after essure insertion and the lack of alternative explanation, a causal relationship between increasingly severe pain/ chronic pelvic pain and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. In addition, non serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.